Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 65mg/dl. Customer treated with glucose tablets. Customer declined troubleshooting. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit passed displacement test, rewind, basic occlusion, occlusion,prime/a33 and no delivery tests. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.